Event description:
The manufacturer received information stating the trilogy 200 ventilator did not meet acceptance criteria of evaluation process for the following conditions: inlet screws hubs cracked. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant events in the error log. It was confirmed that the inlet screws were cracked (cosmetic). The inlet air path assembly and removable air path foam were replaced per remediation. The device was returned to the technician for additional testing. The unit identified as aecm failure. The device did not pass testing. The customer does not want any repairs done to the unit. The unit will be returned unrepaired.